Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as over 360 mg/dl. The customer¿s current blood glucose value is 83 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was neither in emergency room nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose and drive support cap was normal. The insulin pump passed the high pressure test and insulin pump alarmed no delivery alarm when insulin pump was at 4.0 unit. The insulin pump will not be returned for analysis.